Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). The pump serial read-out has been analyzed and confirmed the reported event. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced the motor end stage board and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a motor control failure error message was displayed on a s5 double head pump during priming. There was no patient involvement.